Event description:
Event description cpi received information that this selute lead had micro-dislogded due to possible tricuspid regurgitation. The lead was removed and replaced with an active fix lead.